Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issue was able to be confirmed. The heartmate ii system controller (serial number: (B)(4)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at (B)(4). The driveline was disconnected on (B)(6) 2022 at 12:04:36 and the controller was shut down at 12:05:20. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The power cables underwent continuity and insulation testing and did not pass. The power cables were cut open and a broken orange (communication) wire was broken. The power cables were replaced with test power cables and was retested. The controller underwent preliminary and functional testing and passed. The controller was able to operate a pump with no alarms active and functioned as intended. The root cause of the reported event was conclusively determined to be caused by damaged wires. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer on 29aug2016. Heartmate ii instructions for use entitled ¿system operations¿ and heartmate ii patient handbook entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use entitled ¿equipment storage and care¿ and heartmate ii patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic and was on an ungrounded tether cable. The patient's controller was connected to the system monitor with the ungrounded tether cable and the patient continued to receive power. However, the monitor did not display any data or information. 3 different ungrounded tether cables and 2 different monitors and power modules were used but the information was still not able to be seen on the monitor. The vad coordinator inspected the connector pins on the inside of the controller and everything looked clean and intact without any physical damages. All equipment was inspected and the reason why no information was being displayed on the monitor could not be determined. The controller was exchanged and everything started working normally and the information and data was able to be seen on the monitor.